Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the tissue pad became dislodged from instrument. The case was completed with another device of the same product code. There was no reported patient consequence.